Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a revision procedure was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a change in r-waves and pace impedances. At implant, the r-waves were 2.8mv, but are now 16mv, and the pace impedances were 1200 ohms, but are now 393 ohms. An x-ray was performed which revealed that this lead was pulled back due to the device migrating downwards. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.